Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a pod coil into the outflow vessel from the aneurysm using the lantern. However, approximately the last six centimeters of the pod coil would not take its intended shape after multiple attempts and subsequently, the lantern kicked back. Therefore, the pod coil was removed and re-sheathed for later use. Immediately after the pod coil was re-sheathed, the nurse attempted to push the pod coil into saline; however, the pod coil would not advance out of its introducer sheath. The procedure was completed using a pod coil, a pod packing coil, and the same lantern. There was no report of an adverse effect to the patient.